Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
The implantable pulse generator system was returned with no information. A database search by serial number revealed that the patient is deceased. The patient died less than 1 year after the device was implanted. Follow up has been requested and not yet received.